Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a pair of the defibrillator pads. The customer stated that the quick combo pads malfunctioned during a case. The nurse attempted to charge up the defibrillator pads and it did not charge. The defibrillator display read "failed connection." The pads were removed and another set used. Patient did not suffer any ill effects.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.